Event description:
A remstar auto a-flex device was returned to a service center with no initial alleged complaint. There was no report of serious or permanent harm or injury, and no medical intervention was reported. During service center evaluation, the device underwent visual inspection. Evidence of visible foam particles was observed within the device. Following completion of the evaluation, the device was scrapped by the service center. There was no reported patient involvement, injury, or adverse clinical outcome associated with this event. Based on the presence of visible foam particles identified during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.